Manufacturer narrative:
H6: evaluation codes updated device evaluation: no product was returned. One photo was provided by the customer. In the photo it is not possible to perceive the leak. The complaint was not confirmed since the photo provided by the customer does not show any leaks and only indicates the area that event occurs. An analysis can¿t be performed since the sample was not returned, in case the sample was received this complaint will be re-opened to perform the corresponding visual and functional tests.

Event description:
It was reported that the patient was receiving an admixture of etoposide, doxorubicin, and vincristine in normal saline (epoch). A leak was located on the filter, near the air hole of the filter. The total volume was 1,098 ml, programmed to run at 23 ml/hr. The preparer used gravity to prime the set with diluent. The tubing was discarded. A sample photo was provided. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.